Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon investigation, the atrial lead capture threshold had noted variability. The patient was asymptomatic. The physician elected to extract and replace the lead. The patient was in stable condition before, during and after the procedure.